Manufacturer narrative:
We are trying to determine if the product is available for inspection as the incident occurred in 2014 and we just received notice.

Event description:
Consumer is alleging that her heating pad caught on fire causing damage to her apartment. No injuries were reported with this incident.